Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced high blood glucose level. Customer¿s blood glucose level was 23 mmol/l. Customer was treated with manual injection. Customer was at hospital with their child. Customer reported that they received insulin flow block alarm. Customer reported that the issue resolved by changing the infusion set. It was unknown that the customer was using the auto mode or not. Customer declined for high blood glucose troubleshooting. The insulin pump will not be returned for analysis.